Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery the product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Literature article: comparison of continuous lumbar drainage with catheters in different directions sun t, zang sj, jiang zq, zheng xl, zhang t china journal of modern medicine (2015) 25(27):96-98 doi: 1005-8982(2015)27-0096-03.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 46 patients received lumbar drainage surgery. According to the article, seven patients experienced nerve root irritation. The article stated that there were twelve cases where the patients experienced catheter obstruction. The article also stated when the catheter was inserted pointed downwards there were fewer complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.